Event description:
The customer reported receiving a reading of 197 mg/dl on their freestyle flash meter that was higher than they felt and lost consciousness. The paramedics were called and treated the customer with 4 glucagon shots and intravenous fluids. The customer was transported to a health care facility where they were diagnosed with severe hypoglycemia and given unk treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.